Event description:
As reported: "during insertion of the u-lag screw, the neck angle of the target device was incorrectly set and the screw got stuck in the nail, preventing the driver from turning. When the screwdriver is turned by force, two protrusions on the tip of the screwdriver are twisted off. One of the two fragments was not found. The procedure was switched to a regular lag screw, and the surgery was completed without any other problems.".

Manufacturer narrative:
Correction - please refer to d3 manufacturer entity. The reported event could be confirmed since the device was returned and matches the alleged failure. Device inspection revealed the following: the received u-blade lag screwdriver was returned for investigation, in which we can clearly see that both of the pegs for u-blade connection are completely broken off. Additional damages on the threads of the threaded rod prevent further use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to user related. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during insertion of the u-lag screw, the neck angle of the target device was incorrectly set and the screw got stuck in the nail, preventing the driver from turning. When the screwdriver is turned by force, two protrusions on the tip of the screwdriver are twisted off. One of the two fragments was not found. The procedure was switched to a regular lag screw, and the surgery was completed without any other problems.".